Event description:
It was reported that on an unknown date, a 21mm trifecta valve was implanted. No implant complications were reported. On (B)(6) 2025, re-intervention was required and a 23mm navitor valve was implanted via valve-in-valve.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: medical device problem code: 3190 insufficient information.

Event description:
N/a